Event description:
It was reported that, this right atrial (ra) lead exhibited undersensing. Technical services (ts) indicated that the ra lead was reprogrammed previously due to noisy signals, and this could be the main cause of the undersensing. Additionally, the ra lead exhibited high impedances out of range and an inappropriate anti-tachycardia pacing (atp) due to sinus tachycardia. Ts recommended to turn off atrial lead, based enhancements with inaccurate ra information. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that, this right atrial (ra) lead exhibited undersensing. Technical services (ts) indicated that the ra lead was reprogrammed previously due to noisy signals, and this could be the main cause of the undersensing. Additionally, the ra lead exhibited high impedances out of range and an inappropriate anti-tachycardia pacing (atp) due to sinus tachycardia. Ts recommended to turn off atrial lead, based enhancements with inaccurate ra information. This device remains in service. No adverse patient effects were reported.